Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, physician used an emergency release procedure to remove the delivery device. They went back with a scope and found the capsule did not attach. The pt had a chest x-ray looking for the capsule and it was found in the pt's mouth. The pt was not injured following the procedure.